Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported her she was traveling with her son and stopped to check in at a hotel. When she returned to the car, customer was drinking juice. Customer's sensor reading was 70 mg/dl, but customer's blood glucose was actually 36 mg/dl. Customer's mother did not have to call paramedics because customer was conscious and treating with juice. She stated the continuous glucose monitoring system is accurate. She was advised to upload to carelink and to call back for further troubleshooting. Nothing further reported.